Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: the oxygen supply failed.

Manufacturer narrative:
The unit alarmed with oxygen supply failed during preventive maintenance. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was determined to be a defective o2 mixer assembly. After replacing the o2 mixer assembly, the device was released back into use.